Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since potentially tissue resections were performed in a different location in the brain than anticipated, with the brainlab device involved, although according to the hospital: the (remaining) tumor was removed successfully in a revision surgery three days after the initial surgery. There was no (actual) harm or negative clinical effect to the patient due to this issue (also not due to repeat of surgery/anesthesia). There were no further remedial actions reported that would have been necessary due to this issue. According to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the most likely root cause of the incomplete tumor resection that was performed with the aid of brainlab navigation was a damaged 4-sphere sterile reference array (bent pint and worn teeth, likely due to long-term use and/or improper handling of the device) that was reportedly used at the procedure. Brainlab navigation software relies on the recognition of an exact geometry and positioning of the reflective marker spheres on the (unsterile and sterile) reference arrays for accurate tracking of navigated instruments on the registered preoperative patient scan. If the geometry of the reflective marker spheres on the sterile reference array after sterile exchange is different from (or in a changed position) from the geometry (or position) of the reflective marker spheres on the unsterile reference array during patient registration (when the coordinate system for navigation is established) - e.g. Due to a bent pin and/or an improperly seated reference array or unintended movement of the array (due to worn teeth) - the navigated instruments tracked in the navigation display will be inaccurate. Apparently, the resulting deviation in the navigation display between the registered preoperative patient image and the actual patient anatomy was not detected by the user with the necessary and appropriate accuracy verification after draping (and sterile exchange) and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery ((B)(6) 2021) for a tumor resection (low grade glioma) in the right frontal lobe, right below the skull surface, was performed with the aid of the display by the brainlab navigation software cranial 3.1.4. A preoperative CT scan was acquired three days prior to the surgery, to use with navigation. During the procedure the surgeon: positioned the patient supine in a non-brainlab headholder and attached the patient reference array. Performed the initial patient registration on the preoperative CT using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Draped the patient and exchanged the unsterile reference array for a sterile one. Performed a right frontal craniotomy. Excised the tumor using aid of brainlab navigation. Completed the surgery. The surgeon determined from a postoperative MRI scan (acquired the same day) that the tumor had not been completely resected as intended. A revision surgery was performed three days later (on (B)(6) 2021) during which the remaining tumor was successfully resected (unknown if with aid of brainlab navigation). According to the hospital: the (remaining) tumor was removed successfully in a revision surgery three days after the initial surgery. Despite there was a (direct or increased) risk to harm a critical structure, there was no (actual) harm or negative clinical effect to the patient due to this issue (also not due to repeat of surgery/anesthesia). A prolongation of hospitalization was required (unknown by how many days). There were no further remedial actions reported that would have been necessary due to this issue.